Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report she had experienced high blood glucose. Blood glucose reading was 430 mg/dl. The customer mentioned that this was a past event. Troubleshooting could not be performed due to the issue being a past event. Advised to call when the issue is occurring so that troubleshooting can be performed. Nothing further reported.